Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that their handset did not function properly ever since they got it. The patient stated that they had to charge the handset every single day. The agent reviewed and recommended to charge the external devices daily. The agent had the patient toggle off mobile data and power mode. The patient will monitor handset battery depletion and call back if they need further assistance. The patient also stated that the handset 'crashes' every single time they use it and every delivery for every dose took them about 10 times to get it to cooperate. They were not even using the bolus doses as much as they need them because they were so frustrated with this piece of equipment. The agent asked patient if they were getting a service code and patient stated no, it just says restart application. The patient added that they saw retrieving pump and then 'can¿t find pump' and 'resync'. The patient noted that they will need a dose in the middle of the night and had to spend 10 minutes connecting to the pump. They were in pain. The patient was not able to recreate the message during the call. The agent recommended to monitor the issue and document if the message appears again and can call back for assistance. The handset lags at 90% when they were connecting to the pump. The agent walked the patient through clearing all data on the handset.